Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had dislodged. The physician performed an additional surgical intervention and tried to reposition this lead but it was unsuccessful. The physician then explanted this lead and used a different one instead. No additional adverse patient effects were reported.